Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that a (B)(6) year old male patient, 3 months post operatively experienced a break of an interlock screw but that the broken screw did not cause any pain. The patient presented to the emergency room two days after x-rays were taken because of acute onset of hip pain experienced while flexing his hip, getting into his car. He reportedly did not fall. X-rays taken at this time indicate that the helical nail was broken but it was not noticed by the emergency room staff and the patient was discharged without notifying the orthopedic department/surgeon. Two days after his visit to the emergency room the patient presents back to the emergency room after a fall. X-rays determine that the fracture has acute subtrochanteric extension. X-rays of intraoperative traction are taken while the patient is revised. He is injected into the femoral head with hydracet and ordered to be non-weight bearing for 6 weeks post-operative. During the revision surgery 2 distal interlocking screws were placed. Post-operative x-rays were taken on an unknown date as well as 6 weeks post-operative when the patient is allowed to advance to weight bearing as tolerated after the visit. (B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11/02/2015, it was reported that the patient status is good post-operative and that the surgery was successfully completed. It was corrected that the revision surgery occurred on tuesday, (B)(6) 2015.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: march 17, 2015 - expiration date: february 28, 2025 a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 115mm tfna ti lag screw sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There were three (3) parts scrapped at the machine complete operation for a tooling issue. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who had been implanted with a trochanteric nail during a trochanteric nail fixation-advanced procedure on (B)(6) 2015, was experiencing pain and presented at the emergency room (ER) on saturday, (B)(6) 2015 where x-rays were taken. The ER staff did not notice that the nail was broken when reading the x-rays, so the patient was sent home. The following monday, on (B)(6) 2015, the patient reported to his doctor for a follow up appointment. The treating physician ordered additional x-rays. The broken nail was no longer subtle; it was completely and obviously broken. The nail reportedly broke where the lag screw entered the nail. There was no mention of a fall in the ER documentation. The patient, who also had a non-union, was revised on (B)(6) 2015. All of the previously implanted hardware (including a broken distal screw) was removed. A new, standard trochanteric nail (tfn) was implanted. This report is 2 of 2 for (B)(4).